Manufacturer narrative:
On 19-dec-2023, the product investigation was updated with the manufacturing record evaluation details. A manufacturing record evaluation was performed for the finished device 31119597l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 2 reports. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. . Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent a redo atrial fibrillation ablation procedure using thermocool smarttouch sf catheter. During ablation, the patient experienced cardiac perforation that required pericardiocentesis, medication, extra corporeal membrane oxygenation (ECMO) and cardiac surgery. There was a steam pop which lead to a pericardial effusion. The patient's blood pressure decreased and an effusion was confirmed with acunav. Relevant history includes: patient had prior atrial fibrillation ablation using cryotherapy. Patient has a left atrial appendage closure device in place. Patient received vein of marshall alcohol ablation during the procedure on (B)(6) 2023 prior transseptal puncture into the left atrium. Location of perforation was anterior lateral wall of left atrium. The patient was reported to be in stable condition and doing well. The patient required extended hospitalization due to the adverse event as there was cardiac surgery intervention. The physician¿s opinion on the cause of this adverse event is the ngen generator. There were no error messages observed on the biosense webster equipment during the procedure. A company representative also determined that no servicing is required at this time since the ngen is functioning and follows the normal startup sequence without error. The physician believes ngen is responsible for the adverse event since he is relatively new to the ¿new¿ generator, as he has only used it a couple times before this procedure. In procedures prior to this with the ngen, he had no adverse events or complaints regarding the ngen. There was no malfunction with the generator. The generator was working properly and went through all start up procedures in normal range. There were no errors upon start up nor during the procedure. This event has been coded for "cardiac perforation" instead of pericardial effusion. This is being coded on the ngen generator as well as the ablation catheter to align with physician's opinion on the adverse event. However, no specific device malfunction was reported.